Event description:
A patient undergoing surgery on (B)(6) 2025 utilized the catsmart cell saver. The customer reported assumed hemolysis of the cell saver blood. The customer reported elevated k and dark urine occurred after autologous cell saver blood, and before transfusion of blood bank packed red cells. 500 cc of cell saver blood was discarded due to suspicion of hemolysis. 3 units of prbc's: 1 intra-op, 1 on (B)(6)2025, 1 on (B)(6) 2025. The customer indicated an acute kidney injury and that the patient's creatinine was back to 0.73 by (B)(6) 2025. This event is being reported conservatively as no additional information was able to be obtained from the customer/hospital where this event occurred.